Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01195 & 01196).

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2012 due to aseptic loosening of the femoral and tibial components. Patient medical records indicate that a synovectomy was also performed during the revision procedure. All components were removed and replaced.